Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. At a later date, a call was received at technical services (ts) regarding the device emitting a beeping tones and the calling representative was instructed on how to disable the alerts and that they were related to the previously reported bd alert. According to additional information received, this s-ICD produced another bd alert along with a patient data (pd) alert and notice that elective replacement indicator (eri) has been reached. It was also noted that all complexes on the presenting electrogram (egm) were being marked as noise, but it did not appear to be noise on the actual egm. Ts provided troubleshooting steps to restore patient data, but advised device replacement after eri interval finishes. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.